Event description:
Reporter noted inability to start system; error message displayed. Exchanged handpiece and cassette without improvement. Pt was on table, but eye had not been opened. Case(s) cancelled.

Manufacturer narrative:
Waiting for evaluation results.